Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 124 mg/dl by midnight, and then by 6:00am to 390 mg/dl while wearing the pod less than 24 hours. The pod leaking insulin during wear was also reported. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. The infusion site was reported to be swollen, raised, and red. Ketones were checked and trace levels were noted. As treatment, a bolus and a manual injection were administered.